Event description:
It was reported that the patient with this pacemaker and non-bsc right atrial (ra) lead presented to emergency room (ER) due to chest pain. There was a lead safety switch on ra lead with a spike in impedances that were high, out of range. The values had been within range before. There are inappropriate atrial tachy response (atr) events due to noise over sensing that appears to be myopotential. Reprogramming options were discussed for this system. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker and non-bsc right atrial (ra) lead presented to emergency room (ER) due to chest pain. There was a lead safety switch on ra lead with a spike in impedances that were high, out of range. The values had been within range before. There are inappropriate atrial tachy response (atr) events due to noise over sensing that appears to be myopotential. Reprogramming options were discussed for this system. The pacemaker and ra lead remain in service. No adverse patient effects were reported.